Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that there was a burning sensation at the pocket site. The device was removed on (B)(6) 2018 and the issue was resolved. The device was going to be returned for analysis. No further complications were reported or anticipated.